Event description:
An atherectomy device was used over the nitrex wire. After making several passes, it was revealed that the tip of the nitrex was left in the patient. It appeared the atherectomy device cut the tip of the wire. The tip of the nitrex wire was in the collateral branch and could not be retrieved. The tip of the nitrex wire remains in the patient.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was unavailable. Should it become available, a supplemental report will be submitted.